Manufacturer narrative:
Model number/catalog number: 720182-01 serial number: n/a batch/lot number: 1100478331 model/catalog description: reservoir flat 100 ml unique identifier (UDI) # (B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating completely and was associated with fluid loss. A surgical procedure was performed in which all components were explanted and replaced, except for the reservoir, which was retained. There were no patient complications.